Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of pseudoaneurysm is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using proglide devices via the pre-close technique prior to an endovascular aneurysm repair (evar) procedure using a 18fr sheath. Reportedly, when the plunger was removed, no sutures were attached with the first proglide device. The foot of the second proglide device did not retract completely and the device was difficult to remove. An additional proglide device was placed and the procedure completed. Hemostasis of the large hole post procedure was not completely achieved with the proglide sutures and an additional proglide was placed. A pseudoaneurysm occurred three days later which was surgically repaired. Tissue damage may have occurred as a result of the second device being difficult to remove. No additional information was provided.